Event description:
It was reported that a revision surgery was performed due to screw breakage.

Manufacturer narrative:
From the analysis conducted during this investigation, it was concluded that the cortical bone screw fractured by the initiation and subsequent propagation of fatigue cracking. Wear on the screw holes would indicate that the construct experienced motion in vivo. The fatigue cracking eventually propagated to an extent that the remaining cross-sectional area of the screw could not bear the imposed patient loading, which lead to an overload fracture. These excessive stresses may be caused by any number of conditions, including but not limited to: application of tensile or torsional loads in excess of the material's strength, non-union or mal-union of the bone, excessive patient activity levels prior to full bone union, and/or poor bone quality. It is likely that the imposed forces due to the reported non-union of the fracture caused this screw to fracture. No material deviations in the screws were found during this investigation.